Event description:
Pt in need of piv for infusion. Pt had already been stuck multiple times when this rn attempted piv(peripheral intravenous line) access. L ac(left antecubital fossa) was deep, but large and easily palpated. No flash was obtained after initial insertion, so needle was adjusted, despite feeling like it was in the vein. After being adjusted a couple of times, needle was pulled back and blood flash was noted, but it was not brisk. After some more adjustment, brisk blood return was noted but was not able to be advanced.